Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 401.372s. Lot: 3l12063. Manufacturing site: (B)(4). Supplier: synthes gmbh. Release to warehouse date: 18 jan 2019. Expiration date: 01 jan 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery with a va hand 2.0 plate for comminuted fracture of proximal ulna. When the surgeon inserted the plate and tried to fix it with the screw using a screwdriver, the screw got broken at its neck during the final tightening. It took about 30 minutes to remove the screw shaft left in the patient¿s body. The drill bit also broke by the procedure. It was found after drilling via a sleeve. The broken fragments of the drill bit were immediately removed from the patient¿s body and the procedure was continued. The surgery was completed successfully with about 30 minutes delay. This report involves one 1.5mm drill bit/mqc for threaded hole/74mm. This is report 2 of 2 for (B)(4).